Event description:
It was reported that the implantable cardiac monitor was undersensing due to loss of contact. Because a manual transmission was not transmitted to the clinic network and there were many episodes, the episode data was over-written. Also a wireless transmission was missed and the device clock is incorrect. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).